Event description:
Reporter alleged the blood glucose monitoring device read high (450 mg/dl) and passed out after beginning to lie down and starting to sweat badly. Reporter stated a relative called paramedics and they tested glucose an hour later however no value was provided. Reporter indicated being transported to the hosp and their device read 400 mg/dl. Reporter stated refusing treatment at the hosp and no controls were used. A request was made for the return of the suspect device and replacement product was sent.